Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an issue with an 8fr ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter arose resulting in a replacement device being necessary. As reported, the drain ¿fell out¿ and the lot number is unknown. To date, additional event and patient information is not known.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: multipurpose drainage catheters are intended for percutaneous drainage in a variety of drainage applications (e.g., nephrostomy, biliary and abscess), either by direct stick or seldinger access technique. Based on the information provided, no product returned and the results of our investigation, the root cause was found to be possibly use technique related we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.